Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that resistance during withdrawal occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery (lad). An opticross¿ imaging catheter was selected for use. During delivery, the physician pushed or pulled opticross¿ imaging catheter, however, it was noticed that the guidewire exit port was lifted. Resistance during withdrawal was encountered, thus, the physician opted to cut the shaft of opticross¿ imaging catheter and inserted a 0.025 inch guidewire into the shaft of the inner lumen. Then, the device was torqued. The procedure was completed with another opticross¿ imaging catheter and the procedure was completed without issue. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has sheath cut and the distal section of the device was not returned. The functional test cannot be performed due to the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that resistance during withdrawal occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery (lad). An opticross imaging catheter was selected for use. During delivery, the physician pushed or pulled opticross imaging catheter, however, it was noticed that the guidewire exit port was lifted. Resistance during withdrawal was encountered, thus, the physician opted to cut the shaft of opticross imaging catheter and inserted a 0.025 inch guidewire into the shaft of the inner lumen. Then, the device was torqued. The procedure was completed with another opticross imaging catheter and the procedure was completed without issue. No patient complications were reported.